Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was used in the bronchus intermedius during an endobronchial biopsy procedure performed on (B)(6) 2019. According to the complainant, during procedure, the first biopsy was taken without any issues. The biopsy forceps was reintroduced into the channel for another biopsy sample. However, upon attempting to close the jaws, the jaws failed to close and "internal parts came out." A photograph of the device showed the pull wires were disconnected from the jaws and extending out of the distal end of the device. The biopsy forceps were removed together with the scope. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.